Event description:
On november 20, 2004 the reporter contacted lifescan on behalf of the patient alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the patient on november 22, 2004. The patient reported that she obtained a 341 mg/dl and 414 mg/dl on her meter three weeks prior to calling lfs. She described feeling weak and sleepy following the tests. She maintained her diabetes oral med throughout the time of concern. The following day, her spouse took her to the hosp. She was treated with oral meds for a blood glucose level of 347 mg/dl. She was admitted for 1 day for high blood glucose levels. The customer care rep (ccr) walked the pt through quality control (qc) testing. Two consecutive control solution tests fell outside the specified range. The test strips were not expired, stored improperly, or opened longer than the discard date. The patient neither alleged harm nor experienced injury or medical intervention due to the meter. She experienced symptoms of hyperglycemia, obtained elevated results on her meter, the hospital meter, and was treated accordingly. Based on the failed qc tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. No products were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If eithere the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not not pass inspection, lifescan will inform FDA of the results in a supplemental report.